Event description:
It was reported that this right atrial (ra) lead was dislodgement and exhibited high pacing threshold and loss of capture (loc). This lead was repositioned and remains in service. No additional adverse patient effects were reported.